Manufacturer narrative:
A united states customer contacted the siemens healthcare diagnostics remote services center (rsc) regarding a falsely depressed vancomycin (vanc) result obtained on a patient sample on a dimension vista® 1500 intelligent lab system. Siemens healthcare diagnostics headquarters support center (hsc) concluded their investigation of the event. Hsc reviewed the information provided by the customer and the instrument data. Calibration was within conformance. Quality control was within the customer's expected ranges and no issues were noted with other patient samples indicating that the dimension vista 1500 system and vanc assay were performing acceptably. Repeat of the same sample yielded the expected results. The issue is isolated to the patient sample. The cause of the event is unknown. A potential product issue has not been identified. The system is fully operational. The device is performing within specifications. No further evaluation is required.

Event description:
A discordant falsely depressed vancomycin (vanc) result was obtained on a patient sample on a dimension vista® 1500 intelligent lab system. The discordant result was reported, and the pharmacist questioned the result. The same sample was reprocessed on the same instrument and an alternate dimension vista® 1500 instrument. The reprocessed results were higher than the falsely depressed result and were considered correct. The reprocessed result from the original instrument was reported. There are no known reports of patient intervention or adverse health consequences due to the falsely depressed vanc result.